Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. It was also noted that the pump made audible and vibratory alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/18/2013 with the following findings: during testing, the pump powered on and the display screen was blank. The pump¿s audio tones and vibration alarms were functional. Moisture was observed in the battery compartment. A leak test was performed and a battery compartment crack and leak was found. The pump case was opened and moisture was found throughout the inside of the pump and on the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.